Event description:
The patient's mother reported the patient experienced low blood glucose of 19-29 mg/dl. The patient visited her diabetes specialist in 2009 and the basal rates were "checked." The following day, the patient's blood glucose elevated to 400 mg/dl and she bolused through the infusion device and blood glucose levels decreased but were still elevated. Four days later, the patient's blood glucose elevated to 289 mg/dl and she bolused through the infusion device. The next day, her blood glucose measured 380 mg/dl when she woke up and she bolused through the infusion device. Her blood glucose decreased but was still elevated. Her normal blood glucose level is 80-100 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.